Manufacturer narrative:
Please refer to results of investigation section for details.

Event description:
The customer reported amp board error on fl1 on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.